Event description:
The pt was implanted with a left ventricular assist device. The hosp reported that the pt was previously transplanted successfully following a history of power fluctuations and reported thrombus. Upon further investigation on (B)(6) 2011, the outflow graft bend relief was found to be unattached via x-ray.

Manufacturer narrative:
The pt was transplanted. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.